Manufacturer narrative:
(B)(4). We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. Renasys gauze dressing kit - specific part number and lot used with the go pump were not provided. Given the limited information provided, this report is deemed inconclusive. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described. Record review cannot be performed without a lot number; however, all products are tested and verified to meet specifications prior to release. The pump lot# kgte110744 diagnostics indicated no anomalies as documented in the complaint. All renasys go pump go through a series of performance test and visual checks prior to release to market. Review of historical complaints for lot # kgte110744 showed (B)(4) prior issue for this device; however, the issue is unrelated to this complaint description. No injury or adverse clinical outcome to the patient reported. More information required for clinical review of complaint no corrective action is deemed at this time, issue is not related to a malfunctioning of the device. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm no alarm/indication from the device that there was a problem. However, dressing had lifted from the wound. This has now occured on 3 occasions.